Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2010 and ams elevate anterior & apical with intepro lite was used. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2011 and ams monarc subfascial hammock was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, bleeding, dyspareunia and vaginal scarring. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent excision of exposed anterior wall synthetic vaginal mesh on (B)(6) 2014. It was reported that the patient underwent mesh excision and silver nitrate applied for hemostatis on (B)(6) 2014. It was reported that the patient underwent mesh excision on (B)(6) 2014. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with abdominal sacrocolpopexy, modified mccall&apos;s culdoplasty, modified burch colposuspension, cystoscopy and perineorrhaphy it was reported that following insertion the patient experienced urinary urgency, urge incontinence, frequency, dyspareunia, recurrent urinary tract infection, postvoid dribbling and vaginal bulge. (B)(4).